Manufacturer narrative:
(B)(4)

Event description:
During the procedure, the guidewire could not be inserted into the lead; therefore, the lead was replaced and the event was resolved with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No conclusion code available. Upon analysis, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead noted ptfe coating blockage within the inner coil that prevented the passage of a guidewire.